Event description:
It was reported that the bd insyte autoguard IV catheter cannula broke off in the patient arm. The following information was provided by the initial reporter: the plastic cannula broke off in the patients arm while the IV was being placed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 09-dec-2022. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one 18g x 1.16in insyte autoguard unit from lot number 2182199. The sample exhibited evidence of use. The catheter was received in two segments. The tubing was broken near the catheter adapter. Both the broken end of the catheter and the distal tip of the catheter were compressed/flattened. Since the device was used, it is possible that complications during the insertion process contributed to the break; however, the exact cause of the damage could not be determined. As the device was used and the catheter separated after placement, this indicates that the device did not have noticeable physical damage prior to use. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that the bd insyte autoguard IV catheter cannula broke off in the patient arm. The following information was provided by the initial reporter: the plastic cannula broke off in the patients arm while the IV was being placed.